Event description:
A hospital in the (B)(6) reported to (B)(4) that the pressure could not be obtained with a 900rd010 single use infant resuscitation circuit assembly. This was observed during use on an infant. When it was replaced with a new 900rd010 resuscitation circuit, the rd900 neopuff infant resuscitator worked properly with no adverse effects to the infant.

Manufacturer narrative:
(B)(4). Method: the returned 900rd010 circuit was tested with an rd900 neopuff infant resuscitator and a test lung. The flow rate was tested at 5, 8, 10 and 15 liters per minute with the valves closed. Results: the 900rd010 supplied the proper range of peep (positive end-expiratory pressure) values, as specified in the device technical manual, at each gas flow rate. Conclusion: the reported fault could not be replicated as the 900rd010 was able to deliver the range of peep values at each flow rate as specified in the device technical manual. The sample circuit passed all relevant functional tests; no fault was found with the device.

Manufacturer narrative:
(B)(4). The complaint 900rd010 single use infant resuscitation circuit assembly is en route to fisher & paykel healthcare for investigation. We will provide a follow-up report once we receive the complaint device and have completed our investigation.

Event description:
A hospital in the (B)(6) reported to the (B)(6) that the pressure could not be obtained with a 900rd010 single use infant resuscitation circuit assembly. This was observed during use on an infant. When it was replaced with a new 900rd010 resuscitation circuit, the rd900 neopuff infant resuscitator worked properly with no consequences to the patient.